Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential device malfunctions addressed in the product labeling.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc, ¿while injecting the patient, the needle disengaged, and the product spilled on patients face and the outside of the syringe.¿ patient contact occurred. No injuries were reported. The packaged needle was used.

Event description:
Healthcare professional reported one syringe of juvéderm® ultra xc, ¿while injecting the patient, the needle disengaged, and the product spilled on patients face and the outside of the syringe.¿ patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml received without cap, no needle. No defect observed to syringe.